Manufacturer narrative:
H3, h6. It was reported that, after a bhr revision surgery, the patient presented redness of the distal portion of the wound as well as tenderness to palpation. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the insert and the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Cellulitis is a known complication of any surgery and is associated with the procedure and not associated with a mal performance of the implant. The patient was treated with oral antibiotics and noted be improving. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. The root cause can be traced to an adverse event related to the surgical procedure, in which the device had no influence. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Additional information: d10 (concomitant products added).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a bhr revision surgery performed on (B)(6) 2019, the patient presented redness of the distal portion of the wound as well as tenderness to palpation, due to localized cellulitis. Antibiotic prescribed to her pharmacy. On (B)(6) 2019. This adverse event was treated with prescribed antibiotics. Current health status of the patient is unknown.